Event description:
It was reported that during a laparoscopic colon resection procedure, the device was making a strange beeping sound and they were not getting proper tissue reaction. They were not getting coagulation or sealing. No significant blood loss. Another like device was opened and used to complete the procedure. There was no patient impact.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Corrected information the device was received with the electrode separated from the ceramic. The ceramic is not damaged and is securely bonded to the bottom jaw. Due to the condition of the electrode, no functional testing was performed. The lack of residual adhesive along the surface of the ceramic suggests adhesion failure due to poor surface preparation during assembly. It is possible that the separated electrode could have affected the sealing performance of the device.

Event description:
Customer reported, the monitors went blank and the system is not working. No pt injury was reported.